Event description:
Customer reported that a malfunction occurred while changing the cartridge, displaying a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the pump, instructing the customer on how to return the defective unit and prepare the replacement pump. Although no backup therapy was initially available, the customer later informed technical support that the current pump was functioning and would be used as a backup until the replacement arrived.